Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found an optim sheath abrasion was noted in one location distal to the suture sleeve tie impression consistent with friction to another device or feature of the heart. The silicone insulation beneath was not damaged in this region.

Event description:
This report is to advise of an event observed during analysis.